Event description:
The ve lvas was implanted in 2001. In 2001 the patient reported getting loud grinding noises and a current limit advisory alarm. As a result, the physician switched the patient to pneumatic support. The patient was doing fine on pneumatic backup/support; however, in 02/2001, the physician decided to remove the device and put in another ve lvas.